Event description:
A technologist reported that an anchor guide burned a pt at the biopsy entry site. The surgeon reported that the injury was "minor", and that the " injury is temporary and does not cause further complications." The tip of the anchor guide appeared to be charred.